Manufacturer narrative:
(B)(4). Date sent: 6/9/2025. Corrected data: b3. See attachment. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during a laparoscopic exploratory laparotomy, the surgical team alleged that a plastic component that was stuck inside the ethicon trocar ended up inside the patient. The trocar and plastic piece were taken out of the patient safely and the procedure was able to be completed. No surgical delay was reported. No patient consequences was there.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2025. D4 batch#: unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2025. Corrected data: h6 medical device problem code.

Manufacturer narrative:
(B)(4). Date sent 6/17/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was returned with the universal seal disassembled. In addition, the inner seal sub-assembly inside a plastic bag. Upon visually inspection, only three(3) seal were returned and the seal was found damaged and torn. Additionally, a photo was provided with the same condition of the received sample. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4) date sent 6/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.